Event description:
It was reported that balloon rupture and vessel perforation occurred. The target lesion was located in a previously placed stent implanted in the calcified mid right coronary artery (rca). After a guide wire crossed the distal rca, a 2.50mm x 40mm apex¿ balloon catheter was advanced to the mid rca. The balloon was first inflated for 30 seconds at 10 atmospheres in the true lumen of the mid rca. On the second inflation, balloon was again inflated for 30 seconds however it ruptured at 10 atmospheres, causing a small perforation in the mid rca. No segment of the balloon was detached inside the patient after it ruptured. The physician was able to close the perforation by prolonged inflation using another of the same device and completed the procedure successfully. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).